Manufacturer narrative:
Per the use error: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to daylight savings. Blood glucose was 129 mg/dl. Tandem technical support assisted the customer with correcting the pump time.